Manufacturer narrative:
Per a good faith effort response received regarding the case, it was clarified that the actual issue was an alarm light emitting diode (led) failure. The customer replaced the power switch overlay to resolve the device problem. Based on this information, the incident is deemed not a reportable event. The issue is not likely to cause or contribute to a death/permanent impairment/serious injury were it to recur as it does not affect the device¿s operation of ventilation. This report is therefore redacted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a patient circuit failure occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided for the patient nor a delay to therapy was noted. Information was received that the serial number of the device was asked but is unknown, and that the device had an alarm light malfunction. The investigation is ongoing.